Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H6: investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. Fm was observed embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and is therefore considered a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use, the bd vacutainer® k2 edta 5.4mg tube was contaminated. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use.